Manufacturer narrative:
Device evaluation: the product was returned to intuitive surgical, inc. (Isi) and failure analysis (fa) could not replicate the customer reported event. The instrument was tested on an in-house system where it passed recognition and engagement tests, moved intuitively with full range of motion in all directions, and the grips opened and closed properly. There were no issues with releasing tissue during inspection and no grip misalignment or physical damage was detected. The instrument was fully functional and no product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
Iit was reported that during a da vinci-assisted ventral hernia repair, the force bipolar forceps instrument would not release from the tissue. The instrument release kit (irk) was used but did not work due to the instrument's position. The tissue was dissected, and the instrument and cannula were removed together. Once outside the patient, the instrument was removed from the cannula and found to be intact. During follow up with the robotics coordinator (roco), it was stated that it was unknown what tissue was entrapped and the surgeon did not report bleeding, instrument collision, port site enlargement, repair needed to the tissue, or future concerns for the patient. The procedure was completed robotically.

Manufacturer narrative:
The product has been returned to intuitive surgical, inc. (Isi) for evaluation but the failure analysis investigation has not yet been completed. A system log review did not reveal any system errors that would have caused or contributed to the reported event.